Event description:
The explanted generator was received by the manufacturer. Generator product analysis was completed. Although the reported allegations "pain" and "painful stimulation" could not be evaluated in the product analysis, or pa, lab, proper functionality of the generator in its ability to provide the appropriate programmed output currents was successfully verified in the pa lab. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation in the output signal were observed and the diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.

Event description:
The patient underwent prophylactic generator replacement surgery. The explanted product has not been received by the manufacturer to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via clinic notes received that the patient was experiencing painful stimulation in her chest and neck, which was like an "electrical zapping feeling" and was bothersome. The patient denied any sign of infection or trauma to the chest or neck. Chest x-rays were reviewed by the physician and were reported as normal. The vns was disabled and the symptoms resolved. However, the vns was then programmed back on to lower settings (normal mode output current lowered from 1.75 to 1.50 ma) and it was noted that the patient tolerated it well. Within a few hours, the patient felt more shocking sensations and the vns was disabled. The patient presented a week later stating that she had started getting sharp pains again over the weekend and chose not to go to the ER. The pains occurred every 30-40 minutes (vns settings were 30 seconds on, 5.0 minutes off). It was stated that the patient did not feel any vns type stimulation and that she felt a sharp stabbing sensation that would last for a second and then go away. Associated pain radiated up to her neck and the patient also experienced a sensation of heaviness. The patient's left should also hurt and when laying on the left side, this appeared to result an in increase in the shocking sensation. Cardiology stated that all tests were within normal limits. The device was disabled. The physician discussed options with the patient, who elected to go for vns generator replacement. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.